Event description:
On (B)(6) 2008, the pt underwent treatment for an aneurysm in the descending thoracic aorta with gore tag thoracic endoprostheses. There was no pre-existing infection. On (B)(6) 2008, the pt presented with an infection around the stent-grafts. On (B)(6) 2008, the pt expired. The physician attributed the death to the stent-graft infection.

Manufacturer narrative:
Method: a review of the mfg and sterilization records has been conducted. Results: the mfg and sterilization records review verified that the lots met all pre-release specifications.